Event description:
(B)(6) 2022, the clip was found broke prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1900391 investigation did not show issues related to the complaint.